Event description:
It was reported that after less than an hour of intra-aortic balloon (iab) therapy, the console generated a fiber optic senor failure alarm when the patient arrived from the cath lab. The customer successfully switched over to the fluid lumen for alternate arterial pressure (ap) access. The iab was removed after approximately two days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was returned over the catheter tubing approximately 37.5cm from the iab tip. Four kinks were observed on the catheter tubing approximately 55.1cm, 71.8cm, 73.6cm, and 75.4cm from the iab tip respectively. The optical fiber was found to be broken approximately 75.6cm from the iab tip. The extender and pressure tubing were also returned. The optical fiber was found to be broken, confirming the reported fiber optic sensor failure. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).